Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair it was observed that all the back bays of the charger device were not charging the batteries. An assessment was performed on the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on internal electronic components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the all of the back bays on the universal battery charger device were not charging the battery devices. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.